Manufacturer narrative:
Evaluation summary: a sample device was not returned for analysis; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported to a medical science liaison that some of his patients experienced a myopic shift following a glaucoma filtration device implantation. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative worsening in visual field loss is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifies this file is for one patient experiencing a mild myopic shift in both eyes implanted with the device. The myopic shift is slowly resolving but has not yet stabilized. This report is for the first of the patient's eyes reported.